Event description:
It was reported the patient was having two to three accidents a night and a couple of accidents during the day. The issue started suddenly two weeks prior to call. While on the call, the patient switched programs and set stimulation at a comfortable level. Reprogramming was performed. The patient¿s symptoms were better than before implant, but worse than before the loss of therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0dzcv, implanted: (B)(6) 2013, product type: lead. (B)(4).